Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1203 "low leak¿co2 rebreathing risk" alarm error occurred during a pre-use check. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating when the alarm occurred. There was no reported delay in therapy. The customer replaced the patient circuit, but the issue remained. The customer then tested with another v60 device while using the same settings and patient circuit, and the alarm did not sound. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer ordered and installed the replacement flow sensor assembly, cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The manufacturer's product support engineer (pse) performed an initial evaluation of the device and confirmed the reported issue. The pse found that the flow sensor assembly needed to be replaced. A service quote for repair was sent to the customer for approval, and the customer accepted. The repair will be performed once the part becomes available. D4 - product UDI is corrected.